Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing episodes were observed on egms due to possible myopotential oversensing. The patient was asymptomatic. Programming changes and further testing were suggested.